Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2014 with the following findings: the pump powers up normally and displaying "verify" screen. The issue was confirmed in history but not able to duplicate complaint during investigation. There were multiple cs 054 alarms observed in the alarm history. The cartridge and battery compartment caps were not returned with product and a test battery cap was used to investigate complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.